Manufacturer narrative:
(B)(4). After further investigation by the quality engineers, it was determined the reported condition was not escalated to a CAPA.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during product evaluation. The root cause was determined to be depletion of the main batteries due to user error. The main batteries and battery harness were replaced to fix the reported condition. This involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility representative reported a colleague infusion pump with a battery damaged. This condition had the potential to interrupt delivery. This event occurred upon power up in the "biomed service" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.